Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked case near display window corners, cracked and bleeding lcd glass and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black display before and after a battery change. Customer's blood glucose was 207mg/dl at the time of incident. The customer was assisted with troubleshooting and customer indicated that the pump is not functioning as designed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.